Event description:
It was reported by service report that the head end bed limits were off and the bed could not be lowered to the lowest position. No pt involvement or adverse consequences are reported.